Event description:
During an unrelated procedure, the right atrial lead could not be inserted into the header of the device. A different device was successfully implanted to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above the elective replacement indicator (eri) upon receipt. Analysis revealed the atrial set screw was stripped. This prevented full engagement with the torque wrench and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.